Event description:
Piperacillin/tazobactam was programmed into the pump as 100mg/ml, weight of 3.3kg, and dose of 279mg to be administered over 30 minutes. After 9 minutes, the pump was alarming that syringe was empty.

Event description:
Piperacillin/tazobactam was programmed into the pump as 100mg/ml, and dose of 279mg to be administered over 30 minutes. After 9 minutes, the pump was alarming that syringe was empty.